Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: we did a revision on this gmrs case. The stem was broken we removed it and replaced it with a new stem. And additional body segments.

Manufacturer narrative:
Eported event: an event regarding a crack/fracture and and periprosthetic fracture involving an unknown gmrs stem was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records by a clinical consultant indicated " this inquiry concerns a patient who underwent a distal femoral replacement with a gmrs implant at some point in the past. He sustained a fracture of the intramedullary stem with resulting femoral fracture and displacement requiring revision surgery and replacement of the implant stem and body parts. I can confirm that this event occurred since I was able to review the x-rays showing the fracture. I cannot confirm that the revision took place since I have no documentation such as post revision x-rays or an operative report. The root cause of stem fracture following distal femoral replacement cannot be determined with certainty. The causes of stem failure and subsequent femoral fracture are multifactorial including trauma, surgical technique, including cement technique and choice of stem size and length, patient factors including bmi and activity level, and implant factors." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of medical records by clinical consultant indicated the events are confirmed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: we did a revision on this gmrs case. The stem was broken we removed it and replaced it with a new stem. And additional body segments.